Manufacturer narrative:
A patient unable to set implanted system to MRI mode due to high impedances was reported to abbott. No intervention is scheduled at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Correction: b1: in earlier report, "product problem" should also have been selected.

Event description:
Additional information was received that surgery occurred to explant and replace the system to address the issue.

Event description:
Related manufacturing numbers: 3006705815-2021-02976, 3006705815-2021-02977. It was reported that the patient was unable to go into MRI mode. A manufacturer representative met with the patient and confirmed the patient had high impedance on all but three contacts. As a result, surgical intervention may be pending to address the issue at a later date.